Event description:
Reportedly, during the follow-up performed on (B)(6) 2012, the device was found operating in standby mode. The device was then successfully re-initialized. An explanation was required.

Manufacturer narrative:
This event concerns a device that was mfg and used outside the united states. Analysis is pending.